Manufacturer narrative:
Complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 3.5 mos post placement of a 10 mm x 60 mm rx wallstent permalume stent in the distal common bile duct (cbd) for mgmt of a benign biliary stricture, the stent had migrated to the mid cbd. The event was assessed as serious, moderate in severity, and definitely related to the device. The pt underwent a second procedure at which time the stent was removed utilizing a rat toothed forceps. No further intervention was performed. The pt's condition resolved with stent removal.